Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation. It is unknown which lead migrated so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-21466. It was reported that the patient's lead had migrated. X-rays confirmed the issue. As a result, surgical intervention was undertaken wherein the lead was successfully replaced. Surgical intervention resolved the issue.